Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3587a, lot# l35495, implanted: (B)(6) 1996, explanted: (B)(6) 2011, product type: lead. Product ID: 3998, lot# la0873, implanted: (B)(6) 2002, explanted: (B)(6) 2011, product type :lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the whole system was revised and replaced, noting that the battery wasn¿t working and there was something about the leads. The patient did not have any additional details. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.